Manufacturer narrative:
Updated information is provided in section h7, h9, and h10 (additional narrative). Fujifilm initiated a recall on 9/11/2020 to correct the powerjacket issue by providing a software upgrade to synapse pacs 5.7.200us. C&r report (1000513161-09/17/2020-001-c) was submitted to the FDA. On 01/16/2021, the recall was classified by FDA as class ii and assigned the recall number z-0878-2021. No further investigation is necessary.

Manufacturer narrative:
The issue was evaluated, and replicated in the fmsu lab. The cause was traced to a software configuration. This is a known issue with an ongoing field action, and the customer was provided the field action verification form, and will be scheduled for an upgrade. If any additional relevant information becomes available, a supplemental report will be submitted. Internal complaint number: (B)(4).

Event description:
On november 05, 2020, fujifilm medical systems USA, inc. (Fmsu) service department received a customer inquiry for assistance with synapse pacs powerjacket. When opening the powerjacket and selecting a patient off the worklist, the powerjacket intermittently displayed incorrect patient information. On november 06, 2020, a risk assessment was performed to investigate the risk to patient safety. There was no patient impact, serious injury, or death associated with this event. The issue is considered highly detectable by a healthcare professional, however, this report is being submitted in abundance of caution.